Event description:
It was reported that the patient presented in emergency room after receiving the vibratory patient notifier. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi behavior. The patient was asymptomatic. The device was successfully reprogrammed. The patient will continue to be monitored.